Event description:
It was reported that high pacing lead impedance was observed during a device upgrade. The lead was not implanted and a new lead was used. The patients condition was good after the event.

Manufacturer narrative:
The reported field event of high pacing lead impedance was confirmed in the laboratory and was due to excess medical adhesive found on the ring electrode.